Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported) subsequent to sustaining head trauma. The patient was placed under general anaesthesia and re-implanted with a new device on (B)(6) 2016.